Manufacturer narrative:
(B)(4). The issue occurred (B)(6) 2013. Additional narrative: the cause of the reported issue was undetermined as the device was not returned for analysis.

Event description:
It was reported that a patient experienced a thrombosis in a non-baxter peripherally inserted central catheter (PICC) line used with a baxter one-link needle free IV connector during patient infusion. The connector could not be flushed due to the blood clot in the line. The blood was the only source of the clotting. The PICC line had to be replaced. There was no patient injury. No additional information is available.